Event description:
Patient experienced extravasation during shoulder arthroscopy procedure. Day cassette was misread by pump and pump registered high pressure and high flow rate. Surgery was completed with another tube set. Patient is doing fine.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4).